Event description:
It was reported that during a lap cholecystectomy procedure, a clip misfed into the jaws. The clip did not feed in a square alignment position in the jaws. Another applier was used to finish the case. No patient consequence.

Manufacturer narrative:
The analysis results found that the device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.